Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. No additional information regarding the explant procedure, or explant date has been made available. (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation date. It has been indicated that the device will be returned for analysis, but has not been received at the time of this report. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, mentor has been informed the device will be returned for analysis.

Manufacturer narrative:
Additional information was received on 3/24/2018. The explant date has been added. The final fill volume of the impacted product was 350ccs. During explant, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was also performed. Manufacturer¿s reference number: (B)(4).